Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and two similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens discarded by facility.

Event description:
The reporter stated the surgeon explanted a 12.6mm micl12.6 implantable collamer lens from the patient's left eye (os) on (B)(6) 2015 due to the development of a traumatic cataract . The lens was implanted on (B)(6) 2011. The cataract was removed and an iol was implanted. A suture was required. The patient is doing well. The lens was discarded by the facility.

Manufacturer narrative:
Method: medical review. Results: per medical review - external factors such as trauma could cause cataract. It is likely that the medical device is not the cause of the event. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).